Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Because the armada was not returned for evaluation, it was not possible to perform a thorough analysis, which may have aided in determining a cause for the reported rupture. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, exceeding rated burst pressure (rbp), interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. In this case, the lesion site was described as being moderately calcified, which may have contributed to the balloon damage. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A definitive cause for the reported balloon rupture could not be determined; however, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during the procedure of a moderately tortuous, moderately calcified, de novo, distal anterior tibial artery lesion, the armada met resistance during advancement in the vessel and was used for predilatation; during the first inflation at 14 atmosphere the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A second non-abbott balloon was used for predilatation and a xpert stent was placed in the target lesion without reported incident. There was no patient effect. Though requested, no additional information was provided.